Manufacturer narrative:
This is a duplicate of msr 1495794, which was filed during the pilot under alternative report number e2015055 and was reported to the FDA on summary MDR (pr# 1554263) MFR report # 0001811755-2017-01510.

Event description:
The manufacturer service technician reported that the device overheated while it was being serviced at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported that the device overheated while it was being serviced at the user facility. There were no adverse consequences related to this event.